Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported on (B)(6) 2015- that a patient who was implanted with a neurostimulator (ins) was in an overdischarged state. A physician mode recharge (pmr) had been conducted on (B)(6) 2015, and the patient charged the device. The rep cleared the power on reset (por) on the day of report. The overdischarge was due to non-compliance with charging, and the patient reported a lack of training. The rep stated that the patient "got behind on charging". The last time that the patient had telemetry was unknown. It was noted that the patient charged once per week, then every other week, and then they would "put it off". No patient symptoms were reported. The event will be updated if additional information is received. Additional information received from the rep stated they replaced the whole system on (B)(6) 2016, the implantable neurostimulator (ins) and the leads. The rep stated the old lead had migrated and broke. The rep will send in the ins for analysis. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
See related mfg. Report nos. 3004209178-2015-24029, 6000153-2016-00025, and 6000153-2016-00026. Please note devices returned for analysis but not yet completed. Analysis information will be submitted in these reports when completed.

Event description:
Additional information received from the representative reported the battery had depleted and the patient recovered with sequela.